Event description:
It was reported that the system had a communication failure error, the collimator coned down, and the system locked up. The system had to be rebooted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and the fluoro functions board were installed during the service call. The system was tested and found to be working as intended and put back into service.